Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who has an implantable neurostimulator (ins) for chronic pain. It was reported that the patient was feeling a burning sensation around her implant for about 15 hours prior to the report. The patient also noted she had not bumped her device. The intervention and root cause of the event was not reported. Follow up has been conducted to obtain this information and if additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that the circumstances that led up to the burning sensation around ins site was that they had charged in an uncomfortable position. They then tried to get in a better position for charging. The burning had stopped and resolved after about 3 days. If additional information is received, a follow-up report will be sent.